Event description:
22-yr-old female underwent laparoscopic cholecystectomy 1/29/96. At completion of surgery, when surgeon was removing trocar sleeve from pt's abdomen, scrub nurse noticed a small piece of plastic was missing from end of sleeve. Surgeon and circulating nurse aware. Surgeon declined to reopen wound. X-ray ordered which did not show the missing piece. (Plastic 6/16" x 6/16"). A video tape of the case was reviewed which did show the piece of material slightly separating and finally breaking off, and falling into the admomen. MFR of trocar notified of incident by telephone. Product will no longer be used. Pt discharged 1/30/96. Pt was not affected.